Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination could not be conducted, as the part and lot number are not available. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that a fred stent formed thrombus within it. The medication integrillin was given 1 hour post procedure and was left on drip. The patient was switched to the medication brillinta. The patient was reported to be "fine."